Manufacturer narrative:
No device analysis results are available because the device remains implanted.

Event description:
The physician was consulted and did not allege the death was related to the sensor. The patient died while in palliative care at home following a stroke.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott was notified of the patient's death due to a request to return their cardiomems patient unit. The patient died within 30 days of implant.